Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. A reliavac was returned opened without original packaging. The balloon was able to be fully inflated and deflated without issue. The device history record review was not required as the reported event was unconfirmed. The instructions for use were found adequate and state the following: ¿to establish suction: 11.I.) Open outlet port. 11.ii.) Pump bulb until balloon fills container. 11.iii.) Close outlet port. The user guide currently contains instruction that would assist in preventing potential user related causes of reported issue." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the reliavac evacuator was difficult to inflate during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the reliavac evacuator was difficult to inflate during pretest.